Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/3 of their automated peritoneal dialysis therapy. Reportedly, the home patient had awoke to find their transfer set disconnected from the patient line of homechocie set. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was associated with this incident, however, the home patient's transfer set was changed and they were administered vancomycin 1g. Ip prophylactically.